Manufacturer narrative:
The reported issue that the pump was constantly going off and alarming air-in-line could not be confirmed; the file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module was reported being in use for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the pump was constantly going off and alarming air-in-line. It was noted that the fluid is backing up into the line and there was a concern that the issue can cause patient injury should the line actually get air. Furthermore, it was mentioned that in order to remove the air in the line, the clinician has to stop the infusion, invert the filter and try to get the air out, which they believe is not necessary.

Manufacturer narrative:
The reported issue that the pump was constantly going off and alarming air-in-line could not be confirmed; the file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module was reported being in use for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the pump was constantly going off and alarming air-in-line. It was noted that the fluid is backing up into the line and there was a concern that the issue can cause patient injury should the line actually get air. Furthermore, it was mentioned that in order to remove the air in the line, the clinician has to stop the infusion, invert the filter and try to get the air out, which they believe is not necessary.

Manufacturer narrative:
The reported issue that the pump was constantly going off and alarming air-in-line could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module was reported being in use for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the pump was constantly going off and alarming air-in-line. It was noted that the fluid is backing up into the line and there was a concern that the issue can cause patient injury should the line actually get air. Furthermore, it was mentioned that in order to remove the air in the line, the clinician has to stop the infusion, invert the filter and try to get the air out, which they believe is not necessary.